Event description:
The pt's skin was burned near incision site. The sales rep states, he suspects that live probe touched pt's skin. He stated the pt is ok. The product has not yet been received for eval.

Manufacturer narrative:
Device has not been returned for eval. (B) (4).